Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - b5. A getinge field service engineer (fse) made compressor pressure and vacuum set point settings of the device. The necessary checks and tests of the device were performed. The tests were successful. The device was connected to the test trainer and catheter and operated and tested. The device was delivered to the user in working condition.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had an automatic filling error. There was no patient involved.

Manufacturer narrative:
Due to character limit in e1 initial reporter: (B)(6). E1 event site address line 2: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an automatic filling error. There was no patient involved.